Manufacturer narrative:
D4: unique identifier (UDI) #: no information was able to be obtained to help identify the specific device. It was only reported as a baxter IV pump with no further identifiers. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrumpump was not infusing medication as programmed during patient therapy. There were no specific details provided to indicate patient injury associated with this event. No additional information is available.no additional information is available.